Event description:
The subject ICD was implanted on (B)(6) 2016 along with a (non-sorin) defibrillation lead. Reportedly, on (B)(6) 2018, the patient received several shocks from the ICD and underwent an urgent follow-up. The arrhythmia episodes recorded in the ICD memory were reviewed; 61 inappropriate shocks were delivered due to ventricular noise oversensing. The observed noise was reproduced when the patient moved his arm on the real time egm performed, and oversensing was also observed with the ventricular sensitivity value set to 4.0 mv. The ventricular sensitivity threshold was reprogrammed from 0.4 mv to 4.0 mv and the shocks were disabled. The patient was hospitalized and his treatment plan is yet to be decided. A partial conductor fracture of the defibrillation lead is suspected by the physician. Preliminary analysis results confirmed the reported behavior. The observed noise most probably resulted from a defibrillation lead issue.

Event description:
The subject ICD was implanted on (B)(6)2016 along with a (non-sorin) defibrillation lead. Reportedly, on (B)(6)2018, the patient received several shocks from the ICD and underwent an urgent follow-up. The arrhythmia episodes recorded in the ICD memory were reviewed; 61 inappropriate shocks were delivered due to ventricular noise oversensing. The observed noise was reproduced when the patient moved his arm on the real time egm performed, and oversensing was also observed with the ventricular sensitivity value set to 4.0 mv. The ventricular sensitivity threshold was reprogrammed from 0.4 mv to 4.0 mv and the shocks were disabled. The patient was hospitalized and his treatment plan is yet to be decided. A partial conductor fracture of the defibrillation lead is suspected by the physician. Preliminary analysis results confirmed the reported behavior. The observed noise most probably resulted from a defibrillation lead issue.